Event description:
Patient had resection in march 2002. They claim that stapler misfired resulting in patient to undergo a future colostomy. The patient has now been informed the colostomy is permanent.